Manufacturer narrative:
(B)(4). The sample not available at this time and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The complaint was not confirmed due to a lack of sample. Root cause was not determined. A batch review performed not performed since lot number was not available baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
The customer contacted baxter's technical service center regarding having trouble priming on the homechoice (hc) during use. The nurse was contacted on (B)(6) 2011. The nurse stated that the patient was involved. The nurse stated that because the device took too long to prime so they decided not to connect the home patient to it. The patient line overprimed allowing solution to drip out.